Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an elbow arthroplasty to repair of medial and lateral ligament of left elbow joint, reconstruction of elbow flexion function with artificial tendon transplantation, reconstruction of ulnar coronoid process with rib transplantation, and elbow stabilization due to left elbow subluxation, left ulnar coronoid process fracture, left elbow ligament injury and ulnar nerve injury of left elbow. The patient was given surgery under general anesthesia. While inserting the screw, it broke. The broken screw was left in the ulnar bone. Because this consequence did not cause damage to the patient's body and function, no additional treatment was required. Another new screw was used to complete the surgery. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : product code: 04.214.018, lot number: 46p8474, manufacturing site: grenchen, release to warehouse date: 09 march 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.